Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The device remains in the patient. The delivery catheter was discarded at the facility and is not available for analysis. Pll161007/15456240 UDI# (B)(4). Further information was requested but not available. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states: do not continue advancement or retraction of the guidewire, sheath, or delivery catheter if resistance is felt. Stop and assess the cause of resistance. Vessel, endoprosthesis, or delivery catheter damage may occur. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), additional considerations for patient selection include but are not limited to the patient¿s anatomical suitability for endovascular repair.

Event description:
On (B)(6) 2017, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis iliac extender component (pll161007/15456240) as a limb extension in a medtronic device. Reportedly, the patient's iliac arteries were very tortuous. The physician believed that the patient's anatomy caused a kink in the gore¿ryseal sheath (unknown). After the device deployment, the physician felt excessive resistance while was withdrawing the delivery catheter back into the sheath. Reportedly, the leading olive completely separated from the catheter. The sheath and the catheter were removed from the patient. The procedure was completed without further issues. The patient tolerated the procedure.